Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat chem 8+ cartridge yielded a creatine result of 1.3 mg/dl. Same sample, tested using a laboratory instrument yielded a result of 2.1 mg/dl, repeated 2.0 mg/dl. As a result of the I-stat creatine result of 1.3 mg/dl, the physician gave contrast for the CT scan. Pt was admitted to the hospital.

Manufacturer narrative:
(B)(4).